Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse replaced the wash pump rotor, the mixer pulleys and all components of the precision valve. After the repairs were completed, all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (accutni+3) results is due to a hardware malfunction, although no one component can be implicated as the sole contributor in this event.

Event description:
The customer reported non-reproducible access accutni+3 results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for eight patient samples. The customer repeated the patient samples on an alternate access 2 immunoassay system serial number (B)(4) and obtained non-reproducible results. There was no change or impact to patient care or treatment which occurred due to the non-reproducible access accutni+3 results. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. Quality control (qc), system check, and 3 point precision run with one of the questioned patient samples were all failing at the time of the event. The customer reported two of the patients' samples were collected in plasma tubes and the other six patients' samples were collected in serum tubes. The samples were all centrifuged for ten minutes at 3500 rpm (revolutions per minute). No issues with sample integrity were reported by the customer.